Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The inner insulation was breached with metal induced oxidation. It was also noted that the inner insulation had cosmetic metal induced oxidation. The outer insulation had cosmetic metal induced oxidation and cosmetic environmental stress cracking. There was blood in/on the helix mechanism. The helix was disengaged from the helical channel.

Event description:
It was reported that the right atrial lead had low impedance and an apparent insulation breach. The lead was explanted and replaced. No patient complications have been reported as a result of this event.